Manufacturer narrative:
A philips technical consultant (tc) went to the customer site. The tc confirmed the customer complaint that three different central stations were not receiving any tele data from tele boxes. After many hours of troubleshooting, the tc, along with another tc, decided that they were going to bypass the new network closet and the new fiber run that was recently installed, as that was determined to be the point of failure. They repatched the network closet on 5tower to the old network switch on 3tower utilizing copper runs instead of the new fiber. The system was back up and running with all of telemetry working correctly. Based on the information available and the testing conducted, the cause of the reported problem was related to the network wiring issues. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
On 10mar2025, philips received a complaint on the patient information center ix indicating that there was a monitoring outage in the 4south, 4tower and 5tower that occurred after earlier repairs to the network were done on (B)(6) 2025. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.